Event description:
This procedure was performed antegrade sfa pta/stent rt leg. Stent delivered over wire with no complication, lined up over the lesion and partially deployed. Physician repositioned slightly and then deployed remainder of stent. Upon deployment, 1st 1/3 of stent deployed fine, remaining 2/3 of stent came out separately, over lapping existing 1/3 and covering an additional 30 mm. A second 8x8 protege everflex was used to cover remaining lesion.